Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately 2-3 weeks before contacting lfs for assistance. He tested on the subject meter and observed a value of ¿117mg/dl¿ as compared to another meter¿s result (brand unknown) of ¿104 mg/dl¿ performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. The patient reported not taking any medications to manage his diabetes and did not make any changes to his usual diabetes management routine in response to the alleged issue. Approximately 30-45 minutes after testing, he claimed he developed symptoms of ¿shaking¿ but despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(4) 2013 and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.